Manufacturer narrative:
Reference record (B)(4). Catalog number 062941-001 is the international list number which meets the requirements of the similar product which is the us list number. The device involved in the event was not returned, it remains implanted; therefore a return sample evaluation is unable to be performed. Stoma site infection is a known complication of a peg tube usage. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On an unknown date , patient in romania underwent procedure for percutaneous endoscopic gastrostomy (peg) tube placement. As a consequence of vicious habits, compulsive disorders, thorough cleaning of the stoma and applying of lotions, creams, powders, different antibiotics - a candida and klebsiella infection appeared at the stoma level. On (B)(6) 2017 the patient was being hospitalized for specialty consult and permanent surveillance. Stoma enlarged in dimension and, at the stoma level there are secretions, both purulent and with gastric content (ingested food and liquid come out through the stoma). Augmentin treatment was recommended.